Event description:
The account alleged the bed exit is not alarming as a priority call.

Manufacturer narrative:
The technician found a pin bent on the communication cable. The technician straightened the pin to repair the bed.